Event description:
On (B)(6) 2014, a patient underwent treatment of an infra-renal abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient¿s aortic neck angle measured 90 degrees, but was not a candidate for initial open repair due to an existing bowel infection. The gore® excluder® aaa endoprosthesis trunk-ipsilateral endoprosthesis was advanced and the deployment sequence was initiated. After the first deployment step was completed, the graft moved distal to the 90 degree aortic neck angle. It was decided the movement could be addressed by deploying an aortic extender endoprosthesis. Attempts were made to complete the deployment sequence, but when steps 2 and 3 were attempted, the deployment lines were difficult to pull out due to the torsion within the anatomy. The graft eventually fully deployed, but the anatomy was now changed and the graft was wedged in the aortic neck with compressed flow proximally. An attempt to balloon the device was made. Options were discussed to resolve the compression, however, it was decided that conversion to open repair was the only feasible option. An open repair procedure was carried out and the grafts were removed. The patient did well following the procedure.

Manufacturer narrative:
The imaging evaluation stated images provided do not allow for an evaluation in relationship to this event.according to the gore® excluder® aaa endoprosthesis instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with > 60° angulation of the proximal aortic neck.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the images is currently in progress.